Manufacturer narrative:
Thv/tvt registry. (B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause of the worsening pvl observed at the 30-day follow-up visit and subsequent re-dilation of the valve 7 months post implant cannot be confirmed. In addition to procedural factors (under-appreciated pvl post valve deployment), patient factors (native annular diameter, valvular calcification) and cardiac remodeling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a 29mm sapien 3 valve was deployed in the aortic position. At the time of the tavr procedure, the paravalvular leak (pvl) was determined to be mild. During the 3-month follow-up visit, the patient reported shortness of breath (sob) and fatigue. Echo indicated moderate pvl with 2 separate jets. It was not determined if the sob and fatigue were the result of the pvl or other patient factors/issues. No actions were taken at the time of the follow-up visit. The patient continued to be symptomatic with sob. Re-dilation of the valve was performed 7 months post implant. The pvl was reduced to trace. At the time of this report the patient was in stable condition. Information regarding the native annular diameter and the degree of valvular calcification was not provided. It was perceived that the mild degree of pvl at the time of the valve deployment was under appreciated.